Event description:
Pt called lfs and alleged that thier meter would not power on. They stated that the last time they were able to test was in 2004, in the afternoon. They reported visiting thier physician's office to test their blood sugar. The result was 358 mg/dl. The pt was not experiencing symptoms at the time. The physician gave the pt 1000 mg of avanda. The issue with the meter was not resolved with troubleshooting. Based on the info provided there is evidence that the meter malfunctioned; however, there is no evidence of the meter contributing to a seriuos injury. A result of 358 mg/dl with no symptoms is not classified as a serious injury. The meter is being replaced for the pt. No further info has been provided.